Manufacturer narrative:
Additional event information was received through user submitted medwatch: uf: (B)(4). The reporter clarified that "half footplate broke and rolled into brain." The reporter clarified that the patient was stabilized. The reporter stated that the patient is scheduled for a cranioplasty on (B)(6) 2013 and at that time it will be decided whether or not the patient would benefit from removing the broken piece of the footplate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. Initial report was sent without indicating company representative as a report source.

Manufacturer narrative:
During the surgical procedure on (B)(6) 2013, the reporter stated that they "removed the fragment at the time of surgery. It was sent to pathology." The radiology report indicated that there were no fragments of the device in the patient. All available information has been disclosed. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device. A visual assessment revealed that the protective footplate had been drilled into and broken off. Therefore, the reported condition was confirmed. It was observed that the cutter, attachment, and drill were assembled improperly. The assignable root cause was determined to be failure to follow instructions for use for this attachment. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a craniectomy surgical procedure on a stroke patient "half of the footplate on the craniotome device broke off while turning a flap; the surgeon was unable to retrieve the missing piece." As a result, the missing piece currently remains inside the patient. It was reported that there was no serious injury or death as a result of this event. Reportedly, there was no medical intervention performed, and no prolonged hospitalization was required. There were no reported delays in the surgical procedure. It was not indicated whether a spare identical device was used. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.